Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs and performance testing confirmed the reported battery inoperable alarm. The evaluation determined that the battery inoperable alarm was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported battery inoperable alarm and also revealed the single occurrence of an error related to a pneumatic block issue (system fault 138). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.